Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an issue with the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) instructed the customer to calibrate the touchscreen and then, if not resolved, replace the touchscreen. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 04jan2024, 11jan2024, and 18jan2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.